Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. The arteriotomy was 7f. Reportedly, during deployment of the suture, the physician felt that the suture was cut, a possible suture break. The device was removed and a second proglide device was used with the same results. Suture placement was successful with two additional proglide devices using the preclose technique. The sheath was upsized to an 18f and the evar procedure was completed. After the evar procedure hemostasis was achieved with the two pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The returned device analysis noted anterior needle to cuff miss and the link was separated from the swage end of the anterior cuff. Although a suture detachment was not specifically noted with the returned device, the noted anterior needle to cuff miss and link break could appear as a suture detachment to the user and was reported as such, thus confirming the reported event. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have caused or contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.